Manufacturer narrative:
Four (4) devices were received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual testing, clear passage testing, leak testing and clamp function testing were performed with no issues found. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) homechoice cassettes presented a fluid leak. This occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.